Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that after an afib case, the physician was notified of a possible pericardial effusion. They reported that there were no visible signs on the patient during the procedure. They stated that about 1 hour after the procedure was completed, they were informed about the pericardial effusion. The pericardial effusion was confirmed by a transthoracic echo. The medical intervention provided was a pericardiocentesis and 300cc of fluid was removed. The patient was reported to be in stable condition. The physician did not mention what they thought may have caused the pericardial effusion. The ablation catheter is not available to return. The specific date the adverse event occurred was on (B)(6) 2022. The adverse event was discovered discovered post use when the patient was in recovery. The physician didn¿t have an opinion on anything specific. He was kind of surprised to find out there was an effusion as the procedure was very straightforward. Intervention provided was a pericardiocentesis. The outcome of the adverse event was fully recovered; the patient went home the next day. The patient did not require extended hospitalization because of the adverse event. They did not get the lot number of the ablation catheter as they did not find out about the effusion until an hour or so after the case. Abbott brk needle was used for the transseptal puncture performed. Ablation was performed prior to noting the pe or CT. It was an ablation procedure that they completed pulmonary vein isolation. There was no evidence of steam pop. There were unsure when the event occurred , as they did not find out about the effusion until an hour after the case when the patient was in recovery. The flow setting for the irrigated catheter used was 15 ml for above 30w, 8 for below 30w. Ablation was set to 50w for the procedure. No error messages observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector and visitag. Parameters for stability for the visitag module used were 2 mm, 3 sec, 25%, 3g, resp gated. Distance tool was used to see how far from previous lesion. Impedance drop 0-10 ohm color bar was set for visitag, but the physician also actively looks at tag index. 400 for posterior wall and 550 for anterior. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).